Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had an air duct error. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water cylinder and at the auxiliary cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During visual examination, the following issues were noted: the air/water cylinder was missing its color indicator; the scope cylinder was missing its color indicator; the switch box was scratched; the light guide bundle was broken; the connector cover was deformed; the adhesive around the objective lens was discolored; the objective lens was scratched; the adhesive around the light guide was discolored; and the universal cord was discolored. Functional testing showed both directional knobs had excess play due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.